Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected no delivery or motor error alarms were noted. The device was received with cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose of 441 mg/dl and small ketones. The customer treated with the insulin pump and blood glucose level the next morning was 63 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There was an air bubbles in the tubing close to the reservoir and the customer primed it out. There were no site or insulin issues. The settings and bolus history were accurate. The customer stated that the insulin pump alarmed motor error during bolus. The insulin pump passed the high pressure test and self-test. The insulin pump was returned for analysis.